Event description:
The customer reported the system displayed fatal error messages and failed to boot. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. A circuit board was replaced and the collimator calibrated. The system was then found to be operating as intended.